Event description:
Information provided states that during routine post op imaging it was observed that the cage had migrated. The patient was asymtomatic and decision was taken to revise the position of the spacer. During revision the decision was taken to remove migrated spacer and replace with medtronic elevate expandable spacer. The screw/rod construct was in tact and torqued at the start of the revision surgery.